Event description:
It was reported that during a procedure at the user facility, while inserting the ortholock ex pin, the tip of the pin broke off in patients bone. The surgeon made the decision to leave the pin in the bone. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : product was discarded by user.

Event description:
It was reported that during a procedure at the user facility, while inserting the ortholock ex pin, the tip of the pin broke off in patients bone. The surgeon made the decision to leave the pin in the bone. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.